Event description:
It was reported that during a pulse generator changeout due to an elective replacement indicator, the pulse generator exhibited an ECG anomaly. Occasional dropped beats were observed on the ECG. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.